Event description:
It was reported that the user required assistance performing a rewind and filling the tubing on an ilet system with a contact detach 23 in 6 mm infusion set, after which the tubing was successfully filled; during the event the user experienced hyperglycemia with a peak glucose of 218 mg/dl lasting about 30 minutes, and no backup therapy, ketone testing, or medical intervention was used or required. Symptoms included hyperglycemia without associated clinical sequelae. Outcomes included no injury, no required intervention, and no hospitalization. Investigation included customer interview and troubleshooting support. Investigation of this case revealed no device malfunction identified and the cause of hyperglycemia remained undetermined. It was concluded that the event was non-serious and that the device performed as expected with no confirmed device problem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance